Manufacturer narrative:
Initial reporter is synthes sales representative. This report is for an unknown constructs: synfix evolution/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing surgical fusion procedures of the lumbar or lumbosacral spine. Failed lumbar or lumbosacral spine fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 4 patients had a reoperation within 24 months of index surgery. 1 patient had subsequent surgery within 90 days of index surgery. This is for depuy synthes synfix evolution. This is report 2 of 2 for (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.